Event description:
Initial reporter indicated that the vns pt was seen in clinic and system diagnostic testing yielded high lead impedance 7 limit high. The vns was programmed off and the pt's parents don't want to come back for anything this year. The pt was last seen in (B)(6) 2009, and full diagnostics were done and no issues showed at that time. It was reported that there are major family issues with violence that could have lead to trauma to neck. No x-rays were taken as no intervention is planned. If surgery is performed it will be for a vns explant not replacement. The site will not provide any further details about the event.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.